Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient received inappropriate defibrillation therapy due to noise observed on the right ventricular lead. It was also noted that low impedance anomaly was observed on the lead. Programming modifications were performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes that on (B)(6) 2017 the lead was capped and replaced. No further information was reported.